Manufacturer narrative:
The dpu and the introducer sheath were returned separated from each other. Located proximally 37.8 cm off the distal tip of the green introducer is the proximal end of the detached coil protruding outside the sheath. The proximal end of the severed coil was unraveled out of the distal soldered section. The proximal end of the coil containing the soldered end is still attached to the detachment fiber. The first secondary winding of the ball tip is undamaged. The proximal end of the coil was stretched. Located distally 8.3 cm off the proximal end of the sheath is mechanical sheath damage resulting in an opened skive. The coil was returned severely damaged and mechanically severed from itself. There are two possible contributing factors to the resheathing difficulty. The primary contributing factor was due to mechanical sheath damage resulting in an opened skive. This allowed the device positioning unit (dpu) and the coil to protrude outside the sheath. In this condition; resheathing the coil cannot be performed. The evidence suggests that the secondary contributing factor may have been due to excessive force. The coil was unraveled out of the soldered section and then was mechanically severed. The dpu and the introducer sheath were also returned separated and the sheath was kinked which opened up the skive. It is impossible to resheathe the unit when the sheath and the dpu were separated from each other. Although a definitive conclusion cannot be made, based on the analysis, it appears that external forces caused the damages to the coil. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 2 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coils could not be resheathed. There were multiple aneurysms in a same patient; which are a middle cerebral artery (mca) bifurcation aneurysm and an ipsilateral anterior communicating artery (acom) aneurysm. The size of mca bifurcation aneurysm was 4.4x6.8x5.1 mm and 5.1x4.6x6.3 mm for the acom aneurysm. He used a presidio 5mmx17cm coil for framing the mca bifurcation one. And he used the first 3mmx6cm deltapaq but he felt it was too small. So he decided to change it into 4mmx10cm deltapaq and tried to re-sheath the 3mmx6cm deltapaq but it couldn¿t be re-sheathed. The introducer sheath couldn¿t encapsulate the delivery wire. The same thing happened again with another 3mmx6cm deltapaq coil when he treated the acom aneurysm. After using presidio 5mmx17cm coil, deltapaq 4mmx10cm coil and another deltapaq 4mmx10cm coil and he tried to use deltapaq 3mmx6cm coil but part of the coil continued coming out from the aneurysm sac. So he decided to down-size to another coil and tried to re-sheath the 3mmx6cm deltapaq coil but the same thing(re-sheathing failure) happened again. Both deltapaq 3mm x 6 cm coils were returned and failure analysis found one of them to be severed from itself and stretched.